Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized with palpitations, down trending hemoglobin, and an inr of 2.6. Gastrointestinal bleeding was confirmed and five units of packed red blood cells were transfused. An endoscopy and push enteroscopy were performed, and argon plasma coagulation and clips were utilized to control the bleeding. No additional information was provided.